Event description:
A hospital in (B)(6) reported that the rt340 breathing circuit was leaking during setup. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. The complaint device was pressure tested and subsequently immersed in a waterbath to test for leaks. Results: the pressure test results revealed that the complaint device was outside of the required specification. Immersion in a waterbath showed the location of the leak to be in the connection between the inspiratory elbow and the inspiratory plug. Visual inspection revealed that a moulding defect was found at the inspiratory elbow. A lot check was not performed as no lot number was provided. Conclusion: the cause of the reported fault is failure in the inspiratory elbow and inspiratory plug connection due to a moulding defect in the inspiratory elbow. All rt340 breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Fph has not received any other complaints of similar root cause for adult dual-heated evaqua breathing circuits in the past 12 months to the end of january 2012.